Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burned component was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burned component was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button depression, strip insertion or usb cable insertion. The returned reader was connected to pc and software was not able to recognize the reader. Visual inspection has been performed on the returned usb/charging cable. The damage on the terminals of the usb data cable was observed. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter. The power adapter voltage was measured to be within specification range. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader. Stm processor was present. Damaged component with excess burnt flux was observed. The reader did not power on. The returned reader was forwarded to extended for further analysis. A visual inspection on the returned reader was performed and no issue was observed. A visual inspection was performed on the reader's pcba (printed circuit board assembly) and liquid contamination was observed. Any burn marks were not observed to the pcba, battery or any other internal component. A visual inspection was performed on the returned universal serial bus (usb) charging cable and liquid contamination was observed. Any further test was unable to perform due to liquid contamination on pcba. The returned battery was intact with no damage. Battery voltage was measured which was not within specification. The DHR (device history record) for the returned reader was reviewed. The DHR showed the returned reader passed all tests prior to release. This complaint was not out of box. The observed liquid contamination was the result of foreign ingress which was introduced to the pcba while in the hands of the user. This contamination was not an indication of a product failure and was the result of misuse. Therefore, issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. This also serves as a correction report. Section b3 (date of event) was incorrectly documented in initial report. The correct b3 (date of event) should be 1/13/2025. All pertinent information available to abbott diabetes care has been submitted.